Event description:
According to the reporter, during a laparoscopic liver resection, a malfunction occurred and the clip applier fired automatically, the clip did not hold tightly to the vessel and detached. After the device was replaced with a new applier and a new ligation clip, the surgery was performed normally. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical product: unknown lapro-clip instrument (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.